Event description:
A report was received that the patient underwent an explant procedure due to infection at the ipg site. The patient was treated with intravenous and oral antibiotic. Infection was not device or procedure related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm; model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead. The explanted devices were not returned to bsn as they were discarded by the medical facility.